Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. The customer continued to use the pump for insulin therapy.